Manufacturer narrative:
Mw5070750

Event description:
It was reported that the pulse generator exhibited malfunction and possible premature battery depletion. The device was explanted. No further information was available.